Manufacturer narrative:
(B)(6) h.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to tube push off as no tubes were pushed off the needles. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no additive abnormalities were found, which could relate to a fibrin issue. Complaints for sample quality are under statistical control for the month of (B)(6)2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of fibrin and tube push off. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10

Event description:
It was reported during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes, ten (10) tubes contained fibrin threads after centrifugation and twenty (20) tubes demonstrated tube push off from the needle when collecting blood samples. There was no report of user or patient impact.